Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a high readings issue was reported with the adc device. The customer received an unspecified high reading on the adc device and stated the reading was reading sometimes 50 mg/dl higher than their glucometer. As a result, the customer presented at an urgent care facility and received a healthcare professional (hcp) meter reading of 41 mg/dl compared to an adc device reading of 80 mg/dl. The results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was unknown. The customer was then admitted to a hospital and received an hcp meter reading of 47 mg/dl. When the customer was being discharged from the hospital, they received an hcp meter reading of 64 mg/dl compared to an adc device reading of 142 mg/dl. The results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. During their stay at the hospital, the customer experienced being lethargic and received hcp administration of intravenous d50, continuous intravenous fluids with dextrose (d5ns) x 1 liter, and an increase of their acarbose medication. Adc customer service successfully contacted the customer who stated that their concerns have been resolved. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continues to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.